Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that air bubbles were found in reservoir. Approximate size of air bubbles were tear drop size. Customer reported that when she filled the reservoir she was unable to get a big bubble out. No harm requiring medical intervention was reported. The device will not be returned for analysis.